Event description:
The customer reported to beckman coulter inc. (Bec) that while running startup, there was a leak observed under the coulter lh 780 hematology analyzer. No system flags or errors were generated by the instrument. The volume of the leak was approximately 5ml and was not contained. No erroneous results were generated by the system. The customer was wearing personal protective equipment. There were no injuries or exposures to any laboratory personnel. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found that the tubing at the input port (port 6) of the flow cell had become disconnected. The fse replaced the tubing. No further evidence of leaking was observed. The repair was verified according to established procedures and the results meet published performance specifications. (B)(4).